Event description:
Bovie hand-trol manufactured by conmed was plugged into outlet and an automatic firing of the pencil occurred causing 1mm x 1mm skin burn to left lower leg. No one fired the bovie. "Rocker" panel switch on the device instead of 2-button switch which may have contributed to the automatic firing.